Event description:
It was reported during the procedure to implant the pts' (B)(6) lead, invalid impedance measurements were observed for one lead contact. Despite this issue, the pt reportedly has stimulation, and there were been no subsequent problems with reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.